Event description:
Implant had to be removed due to pain, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, local infection/subacute chronic osteitis, preceding/simultaneous bone augmentation, infection, pain, swelling, abscess, inflammation of used augmentation material.